Event description:
It was reported that the bd discardit¿ ii syringe experienced separation of plunger and syringe barrel resulting in leakage. The following information was provided by the initial reporter, translated from french to english: when preparing a treatment, the nurse found herself with the two tips of the 20ml syringe (the plunger and the body of the syringe) in her hands and the cortisone preparation on the floor.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe experienced separation of plunger and syringe barrel resulting in leakage. The following information was provided by the initial reporter, translated from french to english: when preparing a treatment, the nurse found herself with the two tips of the 20ml syringe (the plunger and the body of the syringe) in her hands and the cortisone preparation on the floor.

Manufacturer narrative:
H6: investigation summary: as a lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process for the reported issue could not be determined.